Event description:
It was reported that the patient underwent a posterior spinal surgical procedure at t10-pelvis. It was reported that the patient underwent a revision surgery to clean out an infection. During the revision it was noticed that the screw was broken in the lumbar region. The screw was removed.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Manufacturer narrative:
Visual review of the returned implants confirm implant disassembly. Optical examination of the mas heads discovered both retaining rings fully seated within the ring undercut, and rings sheared through their cross-section near the ring opening, with visible shear lines indicating the direction of fracture, suggesting tensile overload. The crown and bone screw head interface witness marks do not suggest the implants were hyper angulated in vivo. Dimensional inspection of the bone screw head confirm conformance to print specification. After visual, optical and dimensional inspection, no evidence was found that would suggest a defect in manufacturing or processing of the implant components; unable to definitively determine specific root cause of the foregoing event from the available information.